Manufacturer narrative:
On (B)(6) 2021, during the functional testing, the autopulse platform (serial #(B)(4)) drive train motor brake gap was out of specification (too large). The root cause was due to a defective drive train likely attributed to a defective component. No physical damage was observed on the autopulse platform during visual inspection. A review of the archive data was performed and no discrepancies observed. The autopulse passed the initial functional test without any fault or error. However, it was observed that the drive train motor brake gap was out of specification (too large). The root cause was due to a defective drive train likely attributed to a defective component. The drive train was replaced to address this issue. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The brake gap was within specification. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2021, during routine preventive maintenance at zoll, observed the returned autopulse platform (serial # (B)(4)) drive train motor brake gap was out of specification (too large) during the functional testing. No patient involvement.